Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient went to the emergency room (ER) with her daughter due to repeated high glucose readings on the cgm. According to the daughter, the cgm readings fluctuated significantly throughout the day, ranging from 70 mg/dl to over 300 mg/dl. During the report, the cgm was displaying 350 mg/dl. No fingerstick blood glucose (fsbg) tests were performed that day because the patient and her daughter believed the cgm readings were accurate. Later that day, prior to going to the ER, the patient experienced shakiness, sweating, and a severe headache. No treatment was provided before arrival at the ER. At the ER, hospital staff performed a fsbg test; however, the patient was unable to recall the result. No diagnosis was reported. The patient received intravenous (IV) fluids and remained under observation while glucose levels decreased. No insulin administration or additional treatment was reported. No additional cgm or blood glucose values obtained during the ER visit were available, as the reporter could not recall the readings. The patient was discharged and returned home at approximately 11:00 pm. At approximately 2:00 am on (B)(6) 2026, a fingerstick blood glucose (fsbg) test showed 300 mg/dl while the cgm simultaneously displayed 70 mg/dl. The patient did not return to the ER and removed the sensor because it was believed to have failed. Following removal of the sensor, the reporter stated that the patient stabilized and was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.